Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the 5mm scope light melted the distal tip on the trocar. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that the device showed damage at the tip of the sleeve. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.